Event description:
When connecting the affected pumps to the charger, the charging indicator light doesn't light up and flash to indicate charging status. We have utilized two different chargers and the same problem occurs. Some of our other pumps connect and charge as expected on the same chargers, indicating that this isn't a charger related issue. The suggestion from infusystems is that "the pumps may have been dropped and when that occurs, the p to c connector becomes dislodged internally, causing a charging issue. We've seen this happen with other, too. Emhq has put a fix into place to that, going forward if pumps get dropped, that the p to c connector will no longer become dislodged." At this time, we are not aware of any potential recall that is in process regarding this issue. Date malfunction occurred serial number disposition (B)(6) 2020, (B)(4) enroute to infusystem (B)(6) 2021, (B)(4), enroute to infusystem (B)(6) 2020, (B)(4), infusystem awaiting repair (B)(6) 2020 (B)(4) infusystem awaiting repair, FDA safety report ID #: (B)(4).